Event description:
According to the available information, catheter insertion following the supplier's recommendations and the facility's protocol. Use of 50 ml of sterile water to inflate the balloon. Catheter insertion in a patient already experiencing pain due to a bladder condition with hematuria. Performed a rinse irrigation. Two hours after insertion, the patient still complained of pain, so the balloon was deflated and the catheter repositioned. The balloon was reinflated. One hour later, the nurse noticed that the catheter had moved significantly and had eventually come out completely. The nurse observed that the balloon had burst. A new catheter was replaced without incident.

Manufacturer narrative:
The investigation is not yet complete, a follow up report will be submitted on completion of the investigation.